Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 24 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the target lesion. During preparation, the physician noted that the proximal edge of the stent appeared to be "burred", the stent was not smooth against the catheter and was not sitting smooth and flat against the stent delivery system. The physician attempted to cross the lesion with the stent but met resistance upon crossing the lesion. The physician then removed the stent without further attempts to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported.